Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event, as well as a direct correlation to heartmate 3 lvas, serial number (B)(4), could not be conclusively determined through this evaluation. It was reported, through patient outcome, that the patient expired on (B)(6) 2019. The cause of death was not provided and privacy laws prohibited the account from providing further information regarding the event. It was communicated that the pump had functioned as expected. It was also reported that heartmate 3 lvas, serial number (B)(4), was not explanted and would not be returned for evaluation. The hm3 lvas IFU lists all potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19mar2019 via order number (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired.